Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2022, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded a suspected discrepant potassium result of 6.4 mmol/l on a 68 year old female patient with non-alcoholic steatohepatitis (nash) cirrhosis. There was no additional patient information available at the time of this report. Return product is available for investigation. I-stat (B)(6) 2022 11:21 11:23 6.4 mmol/l a, alinity lab (B)(6) 2022 12:05 12:34 4.0 mmol/l b. There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on (B)(6) 2022. A review of the device history record (DHR) confirmed that the lot passed finished goods release criteria. Retained and returned cartridge testing met the acceptance criteria as outlined in appendix 1 of q04.01.003 rev ak product complaint level 2 and level 3 investigation procedure. No deficiency is identified for chem8+ lot h22101.

Event description:
Na.